Event description:
During g3 surgery, the surgeon placed the u-lag screw into the patient's bone. Afterwards, the surgeon tried to insert the u-blade using the inserter. The spring pin of inserter broke when the u-blade was inserted. The surgeon inserted the u-blade pushing the connector and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.